Event description:
During robotic bronchoscopy procedure, the navigation did not align with the location of the target. Md (medical doctor) attempted to reinitialize the navigation program several times with no success. Md (medical doctor) attempted to reach out to monarch representative and monarch technical support without success. Robotic procedure had to be aborted.